Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed no damage to the keypad cover. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and moisture damage was found on the keypad flex connector. Unrelated to the initial complaint, the pump case was cracked near the top right corner of the display. Moisture was observed in the display screen. The pump failed a leak test at the crack in the casing. Moisture damage was found on the printed circuit board.